Event description:
It was reported when using the bd pyxis medstation system, auxiliary drawer 1 row d pockets were failing. The customer stated that there was no harm or delay in patient care reported as they could get medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1 row d pockets were failing. A field service engineer found that the row board cable in the back was loose and reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.